Manufacturer narrative:
This device is import for export, therefore 510k is not applicable. However, similar model is available for sale in the us eg29-i10c-us with 510k-k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video gastroscope iber intubation scope eg29-i10c. In the event reported the user the device has stated foggy image. The foggy occurs in middle of image. This defect was detected in the operating room before use. There is no adverse event reported with this complaint. No additional information was provided.